Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on a bisx solution indicating that the device no longer works as it gives wrong values. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer to perform troubleshooting. Based on the information available, the rse provided the customer with a quote to exchange the device. The product malfunction was unable to be confirmed because the customer rejected the quote to exchange the device and refused further service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.